Event description:
Same patient as MFR report #2134265-2009-04743, 2134265-2009-04772, 2134265-2009-04773, 2134265-2009-04774 and 2134265-2009-04775. It was reported that following an unspecified interventional procedure, a groin infection occurred. A 5 fr. Impulse fl4 catheter, a 5fr. Impulse fr4 catheter and a 5 fr. Impulse 145 pig catheter had been used during an unspecified interventional procedure. Two days later, another 5 fr. Impulse fl4 catheter, a 5 fr. Impulse fr4 catheter and a 5 fr. Impulse 145 pig catheter were used in an additional interventional procedure. There were no complications noted during either procedure. Approximately 2 weeks later, mild erythema and expression of yellow purulent drainage from the site was noted. Cultures from the right groin revealed "staphylococcus aureus, streptococcus agalactiae (group b)". The infection was treated with right groin surgical incision and drainage, wound culture and antibiotic therapy. The infection site has "healed well" and is without drainage or redness.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.